Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced ablation of the guide (resistance and the metal end was disconnected). No information given on patient's history, past drugs, concurrent conditions or concomitant medication. On (B)(6) 2014, the patient had essure (fallopian tube occlusion insert) inserted. Essure lot number was 50741327. On (B)(6) 2014 on ablation of the guide there was a resistance and the metal end was disconnected. No further information was provided. Reporter causality: the relationship between ablation of the guide (resistance and the metal end was disconnected) and essure is not reported.